Event description:
Pt is with history of small strokes, paroxysmal atrial fibrillation. Rheumatoid arthritis. Pt was diagnosed to have a small atrial secundum defect. Pt was in sinus rhythm and maintained on sotalol. The physician was initially consulted for defect closure a year earlier and at that time it was determined that closure may not be necessary. The pt subsequently presented to their cardiologist with evidence of shortness of breath and pulmonary hypertension; was admitted locally and closure of the asd was again examined. Their symptoms improved with medical management and the physician was reconsulted for closure of the defect. The defect measured 1cm by tte, smaller by ice. Cath closure of their asd was done in 2004 without complications. Pt was restarted on coumadine after the cath in addition to their asa and their other medicines and sotalol and was in sinus rhythm. The pt was discharged home the following morning after satisfactory evaluation. Pt was seen 1 week or so later by their cardiologist who reported pt was feeling better and everything was well. Their inr was subtherapeutic but pt was in sinus rhythm an also on asa. Pt presented approx. 2 weeks after the procedure to their cardiologist not feeling well. Pt was admitted and tte was done. The physician was called because their cardiologist said the device looked somewhat unusual but pt had difficulty visualizing it. The physician suggested to obtain a tee and if there is evidence of thrombus formation to start heparin. Tee showed thrombus on the la (left atrial) side of the disc. Heparin was started. 48 hrs later the pt had a serious stroke and was admitted to the ICU. The pt suffered a second stroke and their condition became critical in the ICU. The 12/2004, aga medical was notified that the pt had died. An autopsy was not performed and the coag work-up could not be done properly due to the pt's use of coumadine.